Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. Customer reported the pump kept beeping and was exposed to moisture. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test and self test. Pump failed sleep current test due to moisture damage on pcba 1 and pcba 2. No blank display noted during testing. Successfully downloaded history files, traces and the use of carelink software using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not in spec range. Alarms or alerts were noted during testing. Pump error 75 alarms during testing. Pump error 75 was present in the history download on event date of (B)(6) 2022 12:53:59.000. Pump error 23 alarms during testing. Pump error 23 was present in the history download on event date of (B)(6) 2022 12:54:57.000. Pump error 49 alarms during testing. Pump error 49 was present in the history download on event date of (B)(6) 2022 12:54:09.000. Pump error 68 alarms during testing. Pump error 68 was present in the history download on event date of (B)(6) 2022 12:54:09.000. Pump error 68 alarms during testing. Pump error 68 was present in the history download on event date of (B)(6) 2022 12:54:09.000. Pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. However, after disconnecting and reconnecting the internal lithium backup battery connector on j6/pcb 1, the pump was now a blank display with beeping sounds. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay, and minor peel serial number label damage. Blank display was not observed during analysis, however, pump failed sleep current test due to moisture damage confirmed on pcba 1 and pcba 2. Blank display not confirmed. Audio/vibrate anomaly/absence of alarm is unknown due to failed self-test before testing stages. Pump error 75, pump error 23, pump error 49, and pump error 68 was confirmed. Pump 25 confirmed but unable to identify the root cause. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.